Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Unit had intermittent buttons response due to flattened (creased) act buttons dome switch. Unit alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify compromised force sensor system alarm due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had compromised force sensor system alarm during priming. The customer blood glucose level was 113 mg/dl. Troubleshooting was performed. Customer states the drive support cap appears normal. Customer reports they were unable to clear the alarm. Customer states the clock was working. Customer states they cannot did anything on the insulin pump currently rewinding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.